Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no significant carton damage, and the device was in a zip lock bag inside the carton when returned. The harness was not wrapped in tape paper. There were no traces of biological contamination, residue, scratches, or bubbles on the device. There was no damage in the construction of the device. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 50.8 ohms (red), 0 ohms (red with white stripe-out of specification), 30.7 ohms (blue), and 30.5 ohms (blue with white stripe). Functionally, the device was connected to the nim system by being submerged in a saline solution for electrode check and functional test. The electrode (red with white stripe - orbicularis oris) was not recognized, it showed ¿x¿ on the monitor. The device was manipulated and there was no change in the outcome of red with white stripe electrode, still showed ¿x¿. As for the functional test, the stim2 showed ¿electrode off¿ on the monitor. After the device manipulation (the tube was pulled out of saline, reshaped and submerged again in a saline solution), there was a response showed on the monitor without erratic movements. For further analysis syringe was used to inject 15cc of the air into the cuff and found no issues (cuff inflated and deflated easily). In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim response could not pick up any response after intubation during thyroid surgery. The current stim returned shows "0 indicating is not being delivered. Stimulation from the probe was normally performed, and the nerve was surely stimulated, but there was no reaction (the tube intubation depth was also adjusted). No waveform seen on the screen. Afterwards, a reaction was observed when the same spot was stimulated after replacement with a spare tube. No patient injury.